Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 12-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure physician left plastics inside the fallopian tube (interpreted as device breakage). She also mentioned her bleeding got worse (interpreted as genital bleeding). Genital bleeding is a serious event due to medical significance and listed in the reference safety information for essure; device breakage is non-serious and was considered anticipated upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this case the exact mechanism of the breakage was not reported. Consumer mentioned that the physician left plastics inside the fallopian tube, which could be interpreted as parts of the essure inserter, therefore this event was regarded as a device breakage. Given the nature of the event, causality with essure cannot be excluded. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event bleeding got worse, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5057263) in united states on 05-nov-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The consumer went to her gynecologist and asked for a tubal ligation but his nurses said that he could not do it unless she had another kid. She currently has 3 children. They suggested her to get the essure not informing her on the side effects of this implant. The physician inserted the right implant correctly according to him. He inserted the left implant and left plastics inside the fallopian tube according to him, and that he made a mistake and that many women have had the same thing done also according to the people he called while she was inside his office. He said her bleeding would stop but it only got worse, her cramping has worsened and headaches have started to come every day. The consumer mentioned depo shot and ibp (understood as ibuprofen) as concomitant medication. Serious injury was mentioned as event report type, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure physician left plastics inside the fallopian tube (interpreted as device breakage). She also mentioned her bleeding got worse (interpreted as genital bleeding). Genital bleeding is a serious event due to medical significance and listed in the reference safety information for essure, device breakage is non-serious and unlisted. During difficult insertions, single cases have been reported of essure breakage. In this case the exact mechanism of the breakage was not reported. Consumer mentioned that the physician left plastics inside the fallopian tube, which could be interpreted as parts of the essure inserter, therefore this event was regarded as a device breakage. Given the nature of the event, causality with essure cannot be excluded. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event bleeding got worse, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Ptc investigation result was received on 04-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and/or micro-insert and/or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure physician left plastics inside the fallopian tube (interpreted as device breakage). She also mentioned her bleeding got worse (interpreted as genital bleeding). Genital bleeding is a serious event due to medical significance and listed in the reference safety information for essure; device breakage is non-serious and was considered anticipated upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this case the exact mechanism of the breakage was not reported. Consumer mentioned that the physician left plastics inside the fallopian tube, which could be interpreted as parts of the essure inserter, therefore this event was regarded as a device breakage. Given the nature of the event, causality with essure cannot be excluded. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event bleeding got worse, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.